Event description:
As reported, during a ureteroscopy,laser lithotripsy, insertion of a universa soft ureteral stent set the stent broke in preparation for placement. The stent tether was cut and while removing the tether, the end curl of the stent broke off. This occurred prior to feeding the stent onto the guide wire, prior to actual patient contact. Excessive force was not used in the removal of the tether. Another stent was opened and the tether removed and placed over the guide wire successfully. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Name and address: postal code: 4215. Occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a ureteroscopy + laser lithotripsy + insertion of a universa soft ureteral stent set the stent broke in preparation for placement. The stent tether was cut and while removing the tether, the end curl of the stent broke off. This occurred prior to feeding the stent onto the guide wire, prior to actual patient contact. Excessive force was not used in the removal of the tether. Another stent was opened and the tether removed and placed over the guide wire successfully. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One device was returned for investigation in its original packaging. The stent was separated into two segments. The first segment was approximately 4cm of the proximal pigtail. The second segment measured approximately 7.5cm and included part of the proximal pigtail and the rest of the stent. The point of separation appeared smooth and goes through last side port of the pigtail. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered,¿ and, ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period.¿ based on the available information, cook has concluded that a cause for the observed device damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.